Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported that the customer's sensor could not be removed. The sensor was detectable with a magnet, and an incision was made; however, the hcp was unable to retrieve the sensor.

Manufacturer narrative:
The sensor was successfully removed during second removal attempt made on (B)(6) 2026. B4. Date of this report 09 march 2026. G3. Date received by the manufacturer? 23 feb 2026. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.